Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product: 6931 implantable tachy lead, implanted: (B)(6) 2006; d234trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during extraction of the right ventricular (rv) lead procedure, the left ventricular (lv) lead would only capture at high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.